Event description:
A durable medical equipment supplier (dme) reported the failure of a continuous positive airway pressure (CPAP) device to the MFR. The failure reportedly occurred during pt use of the product and was associated with a burning odor. Thermal damage to the lower housing of the CPAP device's external power supply was also reported. No harm or injury was alleged. The MFR received the CPAP device and its external power supply assembly from the dme for eval.

Manufacturer narrative:
Eval of the external power supply revealed fusing of its detachable power cord and ac inlet connector. A thermal void, approx. 2mm x 2mm, was also found in the lower half of the power supply's housing. The MFR has returned the power supply assembly to its supplier for further investigation of its failure. The CPAP was evaluated using post-service test procedures and was found to operate as designed, passing all tests performed. Based on these test results, the MFR concludes that the CPAP device (ref. Concomitant medical products) was not a cause or contributing factor in the power supply assembly failure. The MFR will file a f/u report when their investigation of the external power supply assembly failure is complete.